Manufacturer narrative:
Date of initial report: 08/24/2007. The incident sample was not returned for evaluation therefore an evaluation could not be performed. Valleylab labeling regarding the setup of the cool-tip system includes the use of sterile water which prevents unintended contamination of the sterile field. Continuous improvements to tubing set design have significantly reduced the trend in leakage complaints.

Event description:
The report stated that after starting a radio frequency liver ablation procedure, a water leak occurred at the base of the handle on the needle electrode. Another needle electrode was opened and the procedure was completed. There was no pt injury.